Manufacturer narrative:
(B)(4). Retainer ring = black. Customer returned pump for an alleged blank display found on (B)(6) 2021. Pump received with blank flashing white display and constant beeping. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display and constant beeping. Pump was cut open to perform visual inspection and found cracked lcd glass, bleeding on lcd and cracked lcd controller. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked lcd glass, bleeding on lcd and cracked lcd controller. Blank display and constant beeping due to cracked lcd glass, bleeding on lcd and cracked lcd controller. Cosmetic damage was confirmed.

Event description:
Information received by medtronic indicated that the screen of the insulin pump had a crack and screen turned blank. Customer also reported that the insulin pump was beeping. The insulin pump was dropped. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.